Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/1/2021. H6 component code: g07002 device not returned. H3 investigational narrative: complaint sample: complaint sample not received for investigation. Batch manufacturing record review: as a part of further investigation batch manufacturing record was reviewed for code nw844 lot v9013. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good analysis record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification requirement. From the batch manufacturing record review, it was observed that there were no issues related to the processing of the incident lot. Retain sample analysis: five retain samples of each raw needle mrn (vq29689076, vq29689077) were retrieved for analysis. The needle retain samples were visually inspected for physical appearance, curvature, point, length etc. Attribute defects such as bend, cracked barrel, fins and were found satisfactory. Bore diameter, wire diameter and bore depth test results were found to be meeting specification requirement. No defects were observed in the retain sample testing. These retain samples were tested for % stiffness test & ductility test and found to meet specification requirement. As the complaint is related to performance - breakage needle, stiffness and ductility test are applicable & measurable parameters. Stiffness test was performed to check the behavior of the needle material and process control. For mrn. Vq29689076, vq29689077 the average % stiffness test value of the retain samples was found to be 69% and 68%. All individual stiffness values were found to be above in-house specification requirement for %stiffness test meeting stiffness minimum individual in-house requirement i.e. Nlt 53 %. Further ductility test was performed to check the behavior of the needle material and process control. For mrn. Vq29689076, vq29689077 the average ductility test values of the retain samples was found to be 1.7 and 1.5. All individual ductility test values were found to be above in-house specification requirement for ductility test meeting minimum individual in-house requirement i.e. Nlt 1.5. All the individual % stiffness values & ductility test values were found to be meeting individual in-house requirement. In-addition, raw material release coa were reviewed and found to be meeting specification requirement. The reported incident is one and isolated case for code nw844/lot v9013. No other event was reported for same description from other parts of country where this lot was distributed. Based on the analysis this is not a confirmed complaint. The above analysis shows that there was no issue related to processing of the lot. All the values are within the limits. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any adverse consequence associated with the patient? As discussed with the doctor there is no adverse consequences with the patient.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6)2021 and suture was used. During the procedure, the needle broke. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint(B)(4). Date sent to the FDA: 01/18/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: (B)(4). Opened units of code nw844 lot v9013 was received as a complaint sample for investigation. Complaint sample consist of only one needle and an opened overwrap pack. Product identification details as well as broken half part was not received for investigation. As the complaint sample received in open condition further investigation on complaint sample was not performed except visual inspection. Received needle was visually inspected under magnification and it has been observed that several user instrument marks and bent up appearance at tip were observed. This indicated that the needles were grasped or handled with force. Batch manufacturing record review: as a part of further investigation batch manufacturing record was reviewed for code nw844 lot v9013. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good analysis record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification requirement. From the batch manufacturing record review, it was observed that there were no issues related to the processing of the incident lot.